Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary. Investigation flow: functional/device interaction visual inspection: the scrdriver shaft f/end cap f/ten 3-4 no. (P/n: 359.222, lot number: 7775099) was received at us cq. Visual inspection of the complaint device showed it cannot be disassembled from the returned mating device 359.219. Functional test: a functional assessment was performed on the complaint device. The complaint was able to be replicated since the two returned devices cannot be disassembled from each other. Dimensional inspection: a dimensional inspection was not performed since the internal dimensions were inaccessible. Document/specification review: no design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion: this complaint is confirmed as the complaint device cannot be disassembled from the mating device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 359.222. Lot: 7775099. Manufacturing site: (B)(4). Release to warehouse date: april 26, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the inserter for ti elastic nails was jammed in the inserter for ten end cap. There was no patient consequence. It is unknown if there was surgical delay. The procedure outcome is unknown. This report is for one (1) inserter for ten end cap. This is report 1 of 2 for (B)(4).